Event description:
Additional information was provided that a tube change out had to be performed to resolve the issue.

Manufacturer narrative:
Other, other text: fifty five unused portex endotracheal tubes were returned for analysis. The returned samples were visually inspected at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were observed. The returned samples were inflated using a syringe and submerged under water in order to detect any inflation issue. No inflation issues were found in the 55 samples. Production personnel performs a 100 percent visual inspection to the cuff. Quality takes a sample using an aql 1.0 and a level inspection g-I in order verify the visual inspection and audit leak test. The reported issue was not confirmed. No corrective actions were taken since the complaint was not confirmed. Device history report: part number = 100 199/080; lot number = 3874480; qty released = (B)(4).; mfg date = october 2019; idr, dmr or da = n/a.

Event description:
Information was received indicating that when the portex endotracheal tube was inserted into the patient and inflated as per normal procedure, while the operation was in process the cuff deflated. There were no adverse events reported.